Manufacturer narrative:
.

Event description:
The customer reported that the heartstart mrx was unable to acquire 12-lead ECG following servicing by philips. There is no indication of patient involvement.